Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, a suture break occurred with the first proglide device. A second proglide device was attempted to be placed; however, a bend at the guide occurred and the device could not be advanced into the patient anatomy. A third proglide device was attempted and a cuff miss occurred. The sheath was upsized to 16fr and the tvar procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.